Event description:
Healthcare professional reported problems with true 20 plus hcg test. Negative urine screens for hcg were obtained; however, pregnancy was confirmed by sonogram.

Manufacturer narrative:
Retain sample testing pending.